Manufacturer narrative:
The device history record was checked and the offset of the label does not confirm to the specification. It has come to our attention that the offset on the labels of the shell/insert adapter does not match to the article ref and the description in the surgical technique. This only affects the article ref 183-610/05. For these products it should be +12 mm offset on all labels including the label for the implant card, but the shell/insert adapter were incorrectly labelled as + 8 mm offset. The product in the packaging has a +12 mm offset, which is correct and fits to the article ref and the description of the surgical technique. Waldemar link gmbh & co. Kg is therefore providing a safety information and recalling the affected items from the market: r-2023-08.

Event description:
Please see attached complaint re labelling issue with mobilelink liner 183-610/05, also below image shows the label states +8mm rather than +12mm as should be. The representative noticed the discrepancy in the labeling when checking customer's inventory. [Customer].